Event description:
It was reported that the customer's pump had no delivery alarm over night. The infusion set was not changed. During the call it was reported that the customer was hospitalized for high blood glucose. Troubleshooting was not performed at the time of call.